Event description:
The customer reported that they tried several times to use the device but it did not work which resulted in bleeding. They used a small ligasure to finish the procedure. Additional questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.